Manufacturer narrative:
(B)(4). Concomitant medical products: 14-103652, univ 2-hole shl 52mm lnr sz 23, 987570, ep-105883, epoly 28mm rlc lnr mrom sz23, 166560, 51-106110, tprlc 133 mp type1 pps so 11.0, 3383479, unknown, unknown screw, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that following a total hip arthroplasty procedure during a one-year post-op follow-up visit on the left hip the patient reported experiencing problems walking, performing usual activities, and moderate pain. The surgeon used the posterolateral surgical approach. The duration of surgery was reported as 85 minutes from incision to closure. No additional information is available at this time.